Event description:
Falsely depressed sodium (na) results were obtained on a patient sample on two dimension vista 1500 instruments, identified with serial numbers (B)(4) and (B)(4). The discordant result of 101 mmol/l was reported to the physician(s). The sample was reprocessed on two alternate dimension vista 1500 instruments and on one of the previous dimension vista 1500 instrument. The repeat results were higher. The repeat result of 149 mmol/l was reported, as the correct result, to the physician(s). MDR 2517506-2021-00360 was filed for the dimension vista 1500 instrument identified as (B)(4). There are no known reports of patient intervention or adverse health consequences due to the discordant na results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) to report that depressed sodium (na) results were obtained on a patient sample on a dimension vista 1500 instrument. Quality controls (qc) recovered within acceptable ranges on the day of the event. Siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse replaced and aligned the aliquot probe due to a clog and replaced a sensor. The cse performed an integrated multisensor technology (imt) power flush, rotary valve leak test and alignments. The cse also ran a full quick check and advance clean. A dilution check and qc were run and a verification was performed by running patient sample comparisons from small sample cups (ssc). All results were within acceptable ranges. Siemens further investigated the issue and concluded that poor sample quality and the presence of gel or fibrin, combined with cellular components contained in the plasma portion of the sample including red cells, platelets, and buffy coat material potentially contributed to the depressed na results. The instrument is performing according to specifications. No further evaluation of these devices is required. MDR 2517506-2021-00360 was filed for the same event and patient.